Event description:
Event description guidant received information that this implantable atrial generator and implantable lead were replaced due to noise on the rate/sense channel causing oversensing.the noise could not be reproduced.the device also displayed a diagnostic memory fault which caused misaligned and missing markers.